Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced pain and erosion. Pt reported developing a rash, odor, discharge, vaginal and urinary tract infections and continued incontinence. Pt reported lesions on their kidneys from chronic bladder infections. Pt reported the device was removed. The device was not returned for evaluation. The co's directions for use outline as potential complications: "tissue erosion... Infection..."